Event description:
Event description guidant received information that the patient with this pacemaker presented to the emergency room due to syncope. Initial testing of the device revealed normal functioning; however, it was then determined that the device was pacing at irregular rates in the ventricle. It was also determined that the device was oversensing, causing the intermittent inhibition of pacing.

Manufacturer narrative:
Upon the recommendation of the technical services consultant, the ventricular sensitivity of the device was decreased. After this was done, the device continued to pace at irregular rates in the ventricle. However, normal function was observed when the device was reprogrammed to door mode. The physician was planning to keep the device in this mode if it continued to function appropriately. Over six years later, the device was explanted for normal battery depletion and returned for testing. The device was put through and passed a series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. Microscopic visual inspection of the device header confirmed the, seal plugs and adhesive appeared normal and seal appears to be intact. Final analysis was not able to confirm the previously reported clinical observations. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific crm, formerly guidant, received information that the patient with this pacemaker presented to the emergency room due to syncope. Initial testing of the device revealed normal function; however, it was then determined that the device was pacing at irregular rates in the ventricle. It was also determined that the device was oversensing, causing the intermittent inhibition of pacing.